Event description:
The pt felt a stinging sensation at the ins/lead sites beginning after she rode rollercoasters three days prior. The pt was relocating and seeking a new physician. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).